Manufacturer narrative:
Date of event: exact date unknown, event occurred 2 months prior from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing prolonged charging. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.